Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ shielded IV catheter was split apart. The following information was provided by the initial reporter, translated from spanish: "case 15 - head of the surgery department reports to the pharmacy that the medical device in question at the time of use comes out "flowered" unused, the plastic tip comes out open, so they must change the catheter to continue the procedure."

Manufacturer narrative:
H6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ shielded IV catheter was split apart. The following information was provided by the initial reporter, translated from spanish: "case 15 - head of the surgery department reports to the pharmacy that the medical device in question at the time of use comes out "flowered" unused, the plastic tip comes out open, so they must change the catheter to continue the procedure."